Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring urinary incontinence caused by urethral atrophy. The existing 4.5 cm cuff was explanted and replaced with a 4.0 cm cuff. The aus device did not malfunction. No patient complications were reported during the procedure. The explanted 4.5 cm cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.